Event description:
It was reported that a female who underwent a breast augmentation primary with a mentor memorygel, 385cc, silicone implant, experienced left- sided symptomatic rupture, and bilateral paresthesia, and breast pain post procedure. The symptoms indicated as pain, burning, and tightness. The issue of rupture was diagnosed through revision surgery. As a result, patient underwent bilateral capsulectomy and bilateral replacements with left serial number 9563116-054, right serial number 9633107-063 on december 04, 2023. This relates to the right side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: paresthesia, and breast pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Adverse event review clinical note and patient coding verification: clinical and patient coding were reviewed on (B)(6) 2024 per (B)(4) and (B)(4) with the currently available information provided. The additional information received was reviewed. Added pc breast mass to ip-(B)(4). Per the information provided, there was a bulge in the bottom of the right breast. Manufacturer¿s reference number: (B)(4).